Manufacturer narrative:
(B)(4). The sample has been requested from the customer.

Event description:
The customer reported to corporate product surveillance that the patient was admitted to the micu at about 15:45 on (B)(6). He was started on a norepinephrine drip for hypotension shortly after admission. The norepinephrine was titrated up because his bp remained low. At about 19:00 the nurse noted wetness on the bed around the patient's central line and noted a defect in the tubing of the clearlink duo-vent continu-flo set at the connection closest to where the luer lock end is connected to the IV line. The tubing set was changed and the patients bp went up to 150 shortly thereafter. The norepinephrine was then weaned down. There was no injury to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter and the reported problem of leak was confirmed and duplicated. During evaluation, a leak was found at the junction of the tubing and the male luer inlet port. The root cause was determined to be incorrect assembly. A batch review was performed for the associated lot number r11a06010 with no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.